Event description:
It was reported that the manifold clogged during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The failure analysis engineering assistant was able to confirm the reported event that the manifold was clogged. The purpose of the manifold basket is to filter debris. It is possible for the manifold to clog because the slots do not provide adequate surface area for high debris procedures. This can result in a loss of vacuum during the procedure.

Event description:
It was reported that the manifold clogged during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.